Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on 02/08/2010. Therefore, this report requires a 5 day MDR based on this new info.

Event description:
According to the report: when the trigger was pressed, it would not release to fire staples. Another protack was opened. It misfired also so another one was opened and used. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.